Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that, after an initial surgery in which an ar-8991 was used, the knotless fibertak suture was pulled out of an open wound that would not heal. Part of the device remained inside the patient. No further information received.

Manufacturer narrative:
Additional information: b3, b5, g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the pieces of sutures removed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported issue is a patient-specific postoperative event resulting in exposure and migration of suture material through a non-healing surgical wound, which led to partial externalization of the knotless fibertak® suture. Residual anchor and suture material remained implanted until the revision procedure, at which time the devices were removed once the patient had healed sufficiently and no longer required additional fixation.

Event description:
Update 14-jan-2026. It was further reported that the original surgery was performed on the (B)(6) 2025 and the revision surgery was performed on the (B)(6) 2026. Nothing was removed until the first check-up, where the surgeon pulled some suture out of the wound which wasn't healing. The patient was then scheduled for the second surgery to remove the anchors and tape/sutures properly. The patient was young and, in this period, had healed enough to be stable and didn't need any further implants.